Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported on medwatch # (B)(4) "patient with femoral shaft fractured had a stryker retrograde nail placed 6 weeks ago. Distal screw has backed out and is now prominent. It'll need to be removed next week assuming it doesn't erode through his skin first. This now makes 5 that we know about in the last 1.5 years."